Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿belt temperatures too low after nip roller and heated section". However, there was insufficient information to confirm this potential root cause. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The labeling was reviewed and found to be adequate. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the spoke with charge nurse. The nurse stated that they have a patient that started therapy around 10:00 am this morning in an arctic sun device. The screen showed low flow and air leak, water flow rate (wfr) was 1.3 l/min. Nurse confirmed they have not received any alarms, and it seems to be working, however they thought this was lower than usual. Confirmed with nurse they have four pads connected. Had nurse straighten all tubing to ensure no bends or kinks, nurse notes there did seem to be a lot of bubbles in one of the pads clamps. Nurse thought the patient went to CT earlier on day shift. Had nurse stop therapy, empty pads, and disconnect. Informed nurse to reconnect pads holding only the blue tubing and not the plastic clamp. Nurse resumed therapy, after a few minutes water flow rate (wfr) was 0-0.3 l/min. Had nurse stop therapy, empty and disconnect the pads. Walked nurse through placing device in manual control. Without pads, water flow rate (wfr) was 2.4 l/min, inlet pressure (ip) was -7.8psi, circulation pump command (cpc) was 52 percentage, system hours 2,518, and pump hours 2,099. Had nurse connect right chest pad only, water flow rate (wfr) was 1.7 l/min, inlet pressure (ip) was -2.1psi, and circulation pump command (cpc) was 100 percentage. Nurse connected right leg pad, water flow rate (wfr) was 1.8 l/min, inlet pressure (ip) was -2.2psi, circulation pump command (cpc) was 100 percentage. Nurse confirmed it looks like the orange o-rings were intact on the end of the fluid delivery line (fdl), no noticeable damage or missing rings. Nurse stated that it did sound like there might be an air leak where the blue tubing on the pads meets the plastic clamps. Suggested nurse to swap out the pads for a new set of pads. Informed nurse to keep these pads at the nurse's station, lot# nggt2563. Walked through disabling manual control. Informed nurse to call back with any issues once they swap the pads out.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the spoke with charge nurse. The nurse stated that they have a patient that started therapy around 10:00 am this morning in an arctic sun device. The screen showed low flow and air leak, water flow rate (wfr) was 1.3 l/min. Nurse confirmed they have not received any alarms, and it seems to be working, however they thought this was lower than usual. Confirmed with nurse they have four pads connected. Had nurse straighten all tubing to ensure no bends or kinks, nurse notes there did seem to be a lot of bubbles in one of the pads clamps. Nurse thought the patient went to CT earlier on day shift. Had nurse stop therapy, empty pads, and disconnect. Informed nurse to reconnect pads holding only the blue tubing and not the plastic clamp. Nurse resumed therapy, after a few minutes water flow rate (wfr) was 0-0.3 l/min. Had nurse stop therapy, empty and disconnect the pads. Walked nurse through placing device in manual control. Without pads, water flow rate (wfr) was 2.4 l/min, inlet pressure (ip) was -7.8psi, circulation pump command (cpc) was 52 percentage, system hours 2,518, and pump hours 2,099. Had nurse connect right chest pad only, water flow rate (wfr) was 1.7 l/min, inlet pressure (ip) was -2.1psi, and circulation pump command (cpc) was 100 percentage. Nurse connected right leg pad, water flow rate (wfr) was 1.8 l/min, inlet pressure (ip) was -2.2psi, circulation pump command (cpc) was 100 percentage. Nurse confirmed it looks like the orange o-rings were intact on the end of the fluid delivery line (fdl), no noticeable damage or missing rings. Nurse stated that it did sound like there might be an air leak where the blue tubing on the pads meets the plastic clamps. Suggested nurse to swap out the pads for a new set of pads. Informed nurse to keep these pads at the nurse's station, lot# nggt2563. Walked through disabling manual control. Informed nurse to call back with any issues once they swap the pads out.